Event description:
I had a breast augmentation done in 2004. Saline textured under the muscle. I began experiencing health issues in 2006 and was hospitalized in 2007 for female issues that resulted in an emergency hysterectomy, appendectomy, and gallbladder removal. In 2017 things took a turn for the worse and now I have been over 90% of the time bedridden due to pain, nausea, dizziness and countless other symptoms that are getting worse by the hour at this point! I¿m so scared that these implants are going to kill me before I have the chance to remove them to try and get my health back. What these people have done is beyond wrong and because of this dishonesty, I have lost so much of my life! Please help please share (B)(6)! (B)(6) says-her-breast-implants-are-to-blame/(B)(6). Headaches, jaw tightening, breast inflammation, chronic inflammation, insomnia, heart palpitations. Only able to tolerate some fruits without the skin or I will throw anything else up. This has been happening over the last year and continues to get worse and worse. Mentor allergan's saline breast implants.